Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the pump was explanted due to "subtherapeutic effects". The pump was implanted for 23 months. The hcp "suspected infusion problems, despite positive dye/roller studies." The pt was receiving lioresal at a dose of 499.6 mcg/day. No specific symptoms were reported. The pump was explanted and replaced with a similar device. Pt outcome is reported to be "to be determined".